Manufacturer narrative:
Additional information indicated the patient had subsequent decline, and passed away due to cardiac arrest.

Manufacturer narrative:
The valve was not returned to edwards for evaluation as it remains implanted in the patient.  Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event.    Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets.  Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction.  Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle.  Depending on the severity it could be an indication for valve replacement or medical intervention.  Tissue calcification is a very common failure mode.  The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood.  Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.  In this case, there was no allegation or indication a device malfunction contributed to these adverse events.  Based on the information available, the cause for the valve svd five years post valve implant could not be confirmed, but it may be related to the patient¿s co-morbidities (e.g. Aki, chronic use of steroids) and/or pre-existing valvular disease process (history of as and ms).  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Event description:
As reported through clinical trial, more than five years post implant of the 23mm sapien xt valve, on the tte the patient was found to have valve restenosis. Per the discharge summary, the patient was admitted for acute respiratory failure oxygen dependent and known as which has recently progressed to the point of severe symptoms. The patient reported that from one month breathing became worse associated with dyspnea on exertion that was relieved by sitting.  An echocardiogram performed reported preserved left ventricular systolic function with lvef 50-55%.  Aortic valve sclerosis was noted, leaflet motion impaired. There was evidence for severe prosthetic aortic valve stenosis with a peak gradient of 76 mmhg, a mean gradient of 45 mmhg, aortic flow velocity 4.3 m/s, and calculated valve area of 0.7 cm2.   Mitral annular calcification was noted; the posterior mitral leaflet is heavily thickened and the leaflet motion was decreased.  At the four year follow up echo, the valve area was 1.48 cm2, with the mean gradient 9.79 mmhg and the peak gradient 20.19 mmhg.  At the five year follow up echo, the valve area was 0.98 cm2, with the mean gradient 16 mmhg and the peak gradient 34 mmhg. Two months later, the patient was re-admitted for worsening aortic valve stenosis and regurgitation. Supplemental oxygen was provided and the patient required bipap due to her respiratory symptoms. The patient was overall not progressing well, worsening despite aggressive medical care.  Diuretic drip was given with a favorable response to this. The new critical aortic stenosis was discussed with physician, and the patient was not a candidate for surgical avr or redo tavr due to comorbidities. The patient also presented acute kidney injury (aki) with metabolic acidosis, which the physician suspects is also on underlying chronic kidney disease (ckd) stage 2-3. The patient was unsure about returning to the hospital for further care in the future, and will follow up with her usual cardiologist next month and then decide. The patient¿s condition had modest improvement during this admission. After discussion with the family, the patient was discharged home on hospice.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.